Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was contaminated. There was no evidence to review in the device's event history log. A functional test was perfomed and the reported issue was not duplicated. The cause of the reported issue was unknown. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D4: (B)(4). (B)(6).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the infusion port was implanted on the patient, the port membrane leaked. No adverse effects have been reported.